Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Same case as MFR ID # 2134265-2013-00955. It was reported that following a percutaneous coronary intervention, in-stent restenosis and deformation occurred. The 80% stenosed target lesions were located in the mildly tortuous and calcified left main and proximal left anterior descending (lad) arteries. The 2.75x28mm promus element and 2.75x24mm promus element were successfully implanted. No patient complications were reported. In (B)(6) 2013, a follow-up diagnostic procedure revealed in-stent restenosis and deformation of the implanted promus element stents. The lesion was treated with additional stent placement. No additional patient complications were reported and the patient status is stable.